Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified an opening striated in the anterior side consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius due to surgical damage.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade iii. Device was explanted.